Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching was observed on the atrial lead due to lead noise. All other electrical parameters were normal. The sensitivity setting was decreased to avoid some of the noise. The patient will continue to be followed. No symptoms were reported throughout the event.